Manufacturer narrative:
The subject device has not been returned to olympus for evaluation since the test result cleared the criteria of the french guideline and the user facility uses the subject device continuously after the test. Olympus medical systems corp. (Omsc) reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during routine surveillance culturing test by the facility, the subject device tested positive for staph. Pasteuri (4cfu/endoscope). The subject device had been reprocessed using a non- olympus automated endoscope reprocessor with peracetic acid. The forceps elevator was replaced in (B)(6) 2016 according to an olympus field corrective action. There was no report of infection associated with this report.